Event description:
Additional information was received from the consumer. It was reported that the patient met with a manufacturer representative (rep) on the thursday prior to the report because his implant was overdischarged. The rep showed the patient how to trickle charge, but the patient couldn't remember what button to press, but the process needed to be done at the healthcare professional (hcp)'s office. The patient stated that he was not happy with the manufacturer company and maybe will have the device removed.

Event description:
The patient reported that their device stopped working and they tried to charge it but it wouldn¿t take a charge. It was noted that the patient slipped and fell in the grocery store. They thought they were going to do a back flip but they landed right on the device and it hurt badly. The charging issues started a couple of weeks prior to the fall. The fall was a couple of months prior to the report. The patient had been having problems with their back prior to the fall and wanted to get an MRI but was told that they would need to get the device removed to do so. They had a doctor¿s appointment scheduled for (B)(6) 2016. The patient was implanted for failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly. The implantable neurostimulator was found to have reduced capacity due to an overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 25. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2015. The device was recharged for 3 hours 18 minutes and the battery charged from 3.160v to 4.000v. The battery discharged to the lock mode on (B)(6) 2015; the total therapy loss count was 9. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2015. Testing of the recharge function of this ins found it to be functioning normally. The ins was placed in a body temperature oven with approximately 1cm of space between the ins and the charger antenna. A normal recharge started automatically during a physician mode recharge. The recharger had full coupling and the ins recharged for 2 hours 52 minutes to an end voltage of 3.950v. The battery discharges rapidly. Additional review determined conclusion code no longer applies to this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.